Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 plus ventilator had a frozen screen. There was no patient involvement at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported issue. To address the issue, the se replaced the coin battery and updated the software. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Device evaluation summary: the coin cell battery was returned for failure investigation. The battery voltage of the returned coin cell battery measured 3.204 vdc, which is within the acceptable range. The evaluation team placed the coin battery in a test ht70 and power cycled the unit 50 times to check for any intermittent issues with the display. The device functioned properly the entirety of the investigation with no faults found to the display or touch screen. The reported condition was not duplicated. The evaluation determined no fault with the coin battery; no failure relationship or likely cause could be established. No corrective actions were initiated because no cause was identified. If information is provided in the future, a supplemental report will be issued.